Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the helix was distorted and bent, and appeared to be damaged at implant. Although the helix is significantly bent, it still operates within specification.

Event description:
It was reported that the right ventricular (rv) lead was not implanted because of a "faulty" screw; the physician had to try a few times to place the screw, and the screw itself became compromised. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.